Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736411, serial/lot #: (B)(6). H3 - a manufacturer representative went to the site to service the system. The hard drive was replaced. Evaluation codes b01, c02, d02 apply. Evaluation of the returned hard drive found no fault with the component. Codes b01, c19, d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that during a patient exam upload, the navigation system refused to accept the scan with an error stating system was out of hard drive space. An alternative navigation system was used and case proceeded without delay later that morning. Conflicting information was received regarding whether or not a patient was present. Troubleshooting was performed, the user was instructed to delete all existing exams on the system (approximately 400 exams). Removing all exams did not provide any relief for the free space on the drive. The field representative (rep) removed the stealth application 2.1 in an attempt to force the deletion of patient data however this did not correct the issue. The probable cause was noted to be an infected usb stick or random file tree corruption. The system had approximately 400 exams on it which would leave about 750 gb free on the ssd. Additional information was received. There was no patient present, this scan was being downloaded ahead of time in preparation for case.